Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reportedd that an occlusion alarm occurred. Customer's blood glucose was in the 400 mg/dl range. Reportedly, customer completed a supply change to address the issue. System check could not be performed with tandem technical support as issue occurred in the past.